Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed to deliver morphine 1mg/ml and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that the device delivered 30mg in 2 hours. It was unspecified the volume expected to be delivered. The customer reported that the patient experienced drowsiness and increased sleepiness. No specific details were provided. No medical interventions were required. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.